Event description:
Customer is complaining blunt greater heads.

Manufacturer narrative:
Examination of the returned products confirmed the complaint. It is not unreasonable to expect grater heads that have been in use to not be as sharp as when distributed. Two of the five instruments appear to have been reprocessed by an unauthorized company not approved by depuy synthes as indicated by the lot numbers. The other three heads have the correct lot codes which indicate are six and seven years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.